Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e315 incompatible scope error, dirty plug unit, and corroded light guide lens. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the e315 incompatible scope error occurred due to corrosion on the plug unit. The most probable cause was traced to a component failure, and the most probable cause of the corroded light guide lens was also traced to a component failure. However, the dirty plug unit was due to water leakage, and the most probable cause of the dirt could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the power supply plug was no longer recognized during inspection for use involving an olympus gastrointestinal videoscope. There was no patient injury reported.